Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, although the exact cause of the increased gradient and subsequent valve-in-valve-in-valve procedure cannot be determined, procedural factors (valve under expansion), in addition to patient factors (pathologic accelerated valve degeneration) may have contributed to the early degeneration of the sapien valve, subsequent increased gradient and subsequent valve-in-valve-in-valve intervention. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Reference for article: watkins, a. C., devireddy, c., al-atassi, t., simone, a., forcillo, j., thourani, v. (2018). Transcaval valve-in-valve-in-valve aortic valve replacement for bioprosthetic valve degeneration. Innovations: technology and techniques in cardiothoracic and vascular surgery. Retrieved from: https://www.ncbi.nlm.nih.gov/m/pubmed/29668501.

Event description:
As reported through an article, ¿transcaval valve-in-valve-in-valve aortic valve replacement for bioprosthetic valve degeneration", 5 years post implant of a 23 mm sapien valve in a pre-existing 23 mm edwards magna ease valve, the patient presented with progressive dyspnea on exertion and a mean gradient of 66 mmhg with mild insufficiency. During a transcaval valve-in-valve-in-valve tavr procedure, a 23 mm non-edwards valve was implanted 6 mm below the sapien valve and 10 mm below the magna ease valve. The pre-procedure mean gradient of 71 mmhg was reduced to 22 mmhg post valve deployment. Post procedure, the patient¿s symptoms were significantly improved. Postoperative echocardiogram revealed a well-functioning tavr valve. CT angiogram performed on postoperative day (pod) 4 demonstrated complete closure of the transcaval access site. The patient was discharged on pod5. The internal valve diameter measured 18 mm by CT with a neo-annular area of 278 mm2. The patient¿s anatomy was ¿free of calcium deposition in the lvot and mitral valve annulus¿.